Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was over 600 (mg/dl). Customer administered a correction injection of insulin via mdi to address high blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.